Event description:
It was reported the patient experienced burning sensation inside mouth, swollen cheeks, lip, tongue and tissue redness and hard time tasting food after using the silent nite slide-link. The patient received the appliance on (B)(6) 2024, on (B)(6) 2024 two weeks after receiving de device, the patient noticed some reaction, kept using appliance for sleeping and didn't know that it was the device that was causing the reaction. After some time, noticed that when using the appliance will get the symptoms and would go away when not using it. The patient discontinued using the appliance on (B)(6) 2025.

Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays with the original case. The results were summarized and the pictures were attached. (See below). Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - slight discoloration. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause description: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 7.0 (silent nite sleep appliance instructions for use) provides warning in "precautions" section: do not soak the device in mouthwash, denture cleanser, hot water (> 50 °c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight." Per the reported information, the patient has an allergy to latex. Supplier (B)(4) reviewed the incident details and stated, "it is unusual that a real allergic reaction starts only after 8 days, it could have other causes," (see attachment). (B)(6) conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of (B)(4) material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Manufacturer reference: (B)(4).